Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, a health care professional, and a manufacturer representative regarding a patient who is implanted with a neurostimulator. It was reported that ever since implant, the patient found it hard to charge the implantable neurostimulator because he would have to press the antenna against him to get full coupling bars, but that would make the implantable neurostimulator site burn pretty badly. At first, the patient just gritted his teeth and got through the charge session, but the burning got gradually worse. After a car accident on (B)(6) 2020, the patient could not charge because ¿it would just set you on fire.¿ the patient had not charged his implantable neurostimulator since (B)(6) 2020 due to this. The health care professional took images of the internal components two weeks prior to the report and said that they looked fine. The health care professional who places pellets in his hip noticed that the implantable neurostimulator area was ¿really warm¿, even though the patient has not charged the implantable neurostimulator. At the time of the report the battery was noted to be dead, and the patient was in a lot of pain. The patient met with a manufacturer representative on (B)(6) 2020 to address these issues. No known cause of the burning sensation was discovered at that time. The patient has a burning pain when the device is off/discharged as well as during use. A jumpstart was performed to recover the implantable neurostimulator from the overdischarged state and the power on reset message was cleared. The patient was instructed to charge as able, and it was reviewed that the patient should try to charge the implantable neurostimulator more frequently for less duration to lessen the burning sensation. It was unknown if the issue was resolved; however, it was noted that the health care professional has not further information regarding this event. Surgical intervention was not planned or performed at the of the report. There were no further complications reported.